Manufacturer narrative:
Insulin pump received cracked/bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. Insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window and scratched reservoir tube window.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose level at the time of the incident was 219 mg/dl. Customer stated that the front of the led screen is cracked and is all black. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.